Manufacturer narrative:
According to the complainant the device will not be returned for investigation. It was reported the cannula was possibly not inserted correctly into the infusion site. This condition could interrupt insulin delivery and contribute to hyperglycemia. Lot release records were reviewed and the product lot met all acceptance criteria.

Event description:
It was reported that the patient¿s blood glucose level rose to approximately 400 mg/dl while wearing the pod for 4 to 24 hours. The patient reported that the cannula did not insert into the infusion site (arm), as it was lying ¿flat¿ on the skin.